Manufacturer narrative:
H3 - device evaluation: the lens was returned in liquid in a microcentrifuge vial. Visual inspection found no visible damage on the lens with fibers on the lens surface. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2; -10.0/1.5/167 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2021. On (B)(6) 2021 the lens was exchanged with a same length/model lens but different axis due to low vaulting. This resolved the problem. The cause of the event was noted as "other".

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).